Manufacturer narrative:
Results: visual inspection of the returned lens showed the lens was received in liquid and a haptic was torn. (B)(4).

Manufacturer narrative:
Date of event: unknown. Implant/explant date: unknown. (B)(4).

Event description:
It was reported that the haptic of the +21.0 diopter cq2015a collamer three piece lens broke as the surgeon was inserting into the eye. The lens was removed and replaced with another same model/same diopter lens without any patient injury. The reporter stated the event was the result of a loading error.